Event description:
Dealer states, he has a customer that a wheelchair wheel, left front is making a bad noise and not rolling properly. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model patriot, serial number/date (B)(4) is approximately 8 months old. The owner's manual part number 1088909, rev.e, (feb-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter of the event was contacted for additional information, however, the medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.